Event description:
As reported, this 67 y/o male patient had the initial right reverse shoulder procedure and suffered a dislocation immediately post-op. Patient was returned to or the same day. The surgeon cemented the humeral component and changed the humeral liner to a +2.5mm. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the revision is most likely is related to the surgeon¿s choice of liner size. Section h11: the following sections have corrected information: (b5) describe event or problem: as reported, this 67 y/o male patient had the initial right reverse shoulder procedure and suffered a dislocation immediately post - op. Patient was returned to or the same day. The surgeon cemented the humeral component and changed the humeral liner to a +2.5mm. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.

Manufacturer narrative:
Pending evaluation.

Event description:
As reported, this (B)(6) male patient had a right reverse shoulder procedure at (B)(6) on (B)(6) 2020 and suffered a dislocation post-op. Patient was returned to theater the same day. Surgeon cemented the humeral component and changed the humeral liner to a +2.5mm. Patient was last known to be in stable condition following the event. Devices not returning due to hospital policy.